Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument firing did not work. This occurred with two reloads of the same type. A manual handle was used to complete the surgery. There was no damage to the patient, no blood loss, no more than 30 minutes in to surgery. The current patient status is ok. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
Describe event or problem tracking number: (B)(4). Based on additional information received 29 july 2016, complaint type updated from malfunction to serious injury. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Event description:
The staple line was oversewn to preclude permanent impairment to a body function or permanent damage to a body structure. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
Tracking number: (B)(4). Based on additional information received 29 july 2016, complaint type updated from 'malfunction' to 'serious injury'.

Event description:
The staple line was oversewn to preclude permanent impairment to a body function or permanent damage to a body structure. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.